Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Expert review was carried out for the relevancy between the damage detected during device inspection and the positive culture test. Due to the following reasons, insufficient reprocessing cannot be ruled out as a potential cause: klebsiella pneumoniae, serratia marcescens, and enterococcus faecalis were detected at the culture tests performed by the customer. The olympus culture test results of the third-party lab indicated klebsiella variicola were detected from the elevator wire channel, air/water channel, and instrument channel; and klebsiella pneumoniae were detected from the distal end and elevator mechanism. The reprocessing methods of the facility and the detailed information on the culture tests were not provided. There is no information on the state of the equipment during the long period (october 15, 2021 to march 14, 2022) until the culture test at the laboratory, it is unknown whether the event was affected by the physical damage of the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the laboratory results and the evaluation results on the device. The laboratory results showed that the device tested positive for the following microorganisms: klebsiella variicola and klebsiella pneumoniae, these microorganisms were recovered from the samples taken from the insertion section, distal end/elevator mechanism, air/water channel and instrument/suction channel of the device. The laboratory results did not recover serratia marcescens and enterococcus faecalis from the device. After the laboratory testing, the device was returned to olympus service center for physical evaluation. The device was examined using a boroscope and found large tear mark in the biopsy channel. In addition, the adhesive (glue) on both sides of the bending section was damaged (pin holes, cracks, chipping, peeling and discoloration). The section behind the forceps elevator is free of foreign residue or material. The device was purchased by the user facility on july 09, 2019. The device was serviced and returned to the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. It was reported that there was a positive klebsiella pneumoniae scope after four washes. We also confirmed that serratia marcescens and enterococcus faecalis also grew when the second culture was performed. The device was sent to nelson lab, which showed: 1)forceps wire channel klebsiella variicola 2)insufflation water channel klebsiella variicola 3)forceps channel klebsiella variicola 4)tip forceps starting mechanism: klebsiella pneumoniae the cds-checklist was requiested, but it was not possible to ascertain whether the re-process at the facility was carried out in an appropriate manner because there was no information available. The inspection results of the device were requested, but the status of the device is unknown because no information was obtained. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation and microbial testing. The cause of the reported event cannot determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during maintenance the scope was cultured and tested klebsiella pneumoniae after being cleaned (4) four times. A second culture was performed on the scope and the organisms serratia marcescens and enterococcus faecalis were identified on the scope. There was no associated patient infection reported.